Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v855059, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's impedances were checked and no malfunctions were seen. The issue was not resolved with reprogramming and it was reported that the patient was experiencing stimulation in the leg and in some cases leg rotation on all four of the electrodes. The patient was not seeing symptom relief from the implant and was deciding on what her next step would be. It was noted that the patient thought the leads were placed incorrectly.

Event description:
It was reported that there was a loss of therapeutic effect. The stimulator was working at about 70%, but patient had not "felt stimulation correctly" for about a month. The patient was on program 4 at 1.9v. If she increased the amplitude it caused stimulation in her leg and her foot turned in. The patient tried programs 1 and 3, but stimulation did not improve. The patient recently had a colonoscopy and walked through airport security. Additional information has been requested, but was not available as of the date of this report.